Event description:
Failure to osseointegrate.Due to the additional information confirmed by the customer, thecondition involved has been updated to osteomyelitis, as reflected inthis follow-up report.